Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient details were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over. A technical support specialist (tss) dialed into the server and found that all medications were showing as discontinued. The customer was asked for the order identifier, but they were unaware it was available. The customer was informed that only acetaminophen and ibuprofen showed as active. After requesting to view the station, both medications were visible in the station. Customer stated that four additional medications should have appeared. Further review of the medication report showed that they had already been removed. The case was closed after the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the device.